Manufacturer narrative:
(B)(4). Eval results: endoleak; another manufacturer's stent. Conclusion: another manufacturer's stent.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 5.5 years ago. Aneurysm and vessel morphology at the time of implant appeared unremarkable. There is no tortuosity or calcification currently. It was reported that after the stent graft implantation, the pt had another manufacture's stent implanted distally in the left iliac, on an unk date, for an unk reason. The other manufacture's stent was found to have eroded through the aneurx stent graft limb on the left side and resulted in a type 3 endoleak. One month ago, the aneurx limb was relined with a 16 x 16 x 85 aneurx stent graft which resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.